Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge was damaged. Cause was unknown. There was no impact to the customer's blood glucose level. In addition, it was reported that the insulin gauge was inaccurate across multiple cartridges. Customer changed the cartridge to resolve the issue.